Event description:
Device # 1 of 2. Ref MFR report: 1627487-2014-26192. It was reported the patient stopped receiving stimulation after suffering a fall. X-rays were taken and indicated the leads had migrated. The sjm representative met with the patient and lead diagnostics showed multiple invalid contacts. The patient was given new programs that provided some back coverage; however, the patient is also receiving unwanted abdominal stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.